Manufacturer narrative:
Upon inspection and testing of the device, foreign material found in the air/water nozzle was suspected to be due to insufficient cleaning of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the foreign matter was silicone. As silicone is a substance used in various applications, it is difficult to ascertain the origins of the material. A definitive root cause could not be determined. The reported issue (insufficient air/water supply) was confirmed and found to be due to the clogged air/water nozzle. In addition, service found the bending angle was out of specification, and there was play in the angulation knob, due to wear of the angulation wire. The insertion tube, the objective lens, the scope connector, and the control section were dirty. The adhesive on the bending section cover was chipped, switch button #4 was worn and inoperable, and multiple parts of the device were scratched. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported the subject device exhibited insufficient air/water supplies. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the air/water nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material in air/water nozzle).